Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced tass (toxic anterior segment syndrome) following a cataract extraction procedure. Due to postoperative complications, the patient underwent a vitrectomy procedure and subsequently "lost the eye". Additional information has been requested.